Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that nearly 4 months after the dental implant in ada site 15 was placed, the implant was not integrated in type IV bone. No infection was present. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist also reported that immediate implant procedure was performed.

Event description:
The clinician reported that nearly 4 months after the dental implant in ada site 15 was placed, the implant was not integrated in type IV bone. No infection was present. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).